Event description:
It was reported that approximately 1 year post procedure, upon redo the procedure, the physician injected intravenous (IV) contrast into left superior pulmonary vein (lspv). Anatomy was not as expected, so prior study fluoroscopy images were reviewed, and it was determined that there was either completed occlusion of the left superior pulmonary vein (lspv) or sever severe pulmonary vein stenosis/occlusion. The procedure was an atrial fibrillation (afib).

Manufacturer narrative:
(B)(4).